Manufacturer narrative:
It is unknown if the device will be returned for analysis.  Review of lot # 17321487 revealed no anomalies during the manufacturing and inspection processes that can be related to the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that when delivering the smart control stent, the tip of the delivery system was reported to have become detached. The tip was retrieved and the patient suffered no effects.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. When delivering the smart control stent, the tip of the delivery system was reported to have become detached. The tip was retrieved and the patient suffered no effects. The product was not returned for analysis. The reported ¿catheter tip separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken.